Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in canada. H6: proposed code: mechanical (g04) drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the modular center post reamer tip was completely damaged after reaming. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported confirmed through evaluation or the returned product. Visual examination of the returned product/provided pictures identified signs of use as well as wear and tear. The flange by the stepped cutting edge has scratches from use. The stepped cutting edge has damage and also cracked and fractured, not all pieces were returned. The reamer has a possible field age of 2.5+ year. Measured features of the device to confirm it is conforming to print specifications. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of pictures provided. Visual examination of the provided pictures identified the tip of the reamer is fractured. Part and lot information is not pictured. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.